Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated undersensing with false asystole and loss of contact. It was noted there was suspected false bradycardia episode due to artificial artifact and suspected false pause episodes with sharp non-physiological deflections followed by a gradual return to baseline at the onset and/or end of the electrogram (egm), which is consistent with loss of electrode contact. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the clinician was unsure how to analyze recorded episodes on the electrocardiogram (ECG) of the implantable cardiac monitor (icm) and it was questioned whether or not the episodes were actual atrioventricular (av) block, as the patient was asymptomatic. It was noted there was a false episode of bradycardia and broken sections of a distorted ECG because of a repeated artificial artifact from some kind of mechanical or electromagnetic interference that brought the signal out of range; the repeated loss of signal was also asynchronous to the heart beats, in which sometimes the p-wave was missing, and sometimes part of the r-wave or t-wave were also missing. In addition, the patient had a history of a large number of loss of signal artifacts detected as false asystoles in the data. The icm remains in use. No patient complications have been reported as a result of this event.